Manufacturer narrative:
Remove date of event from initial mw. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Contact phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review. Part number: 314.119. Synthes lot number: 7474093. Supplier lot number: n/a. Release to warehouse date: 21-oct-2013. Expiration date: n/a. Manufactured by (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screwdriver was worn. This was detected during the cleaning process. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: we have received the following article for investigation: part 314.119 / #lot 7474093 / screwdriver shaft stardrive® 4.5/5.0, t25. As received condition: the distal tip of the returned screwdriver is badly worn and the corners are rounded. Additionally, are black abrasions visible. DHR review: the instrument was analyzed and the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing. Failure in material or production could not be detected. Investigation / conclusion: that the devices are worn out can be confirmed as mentioned in the complaint description. Based on the age (manufactured in october 2013) and condition of the devices, we assume that the products were often and intensive used instruments and the damages were caused over the years by regular wear. ¿important information¿ check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.